Event description:
Meter would not power on while attempting to test. The pt reported symptom of tiredness while attempting to test. Phoned physician for advice but was unable or unwilling to describe the treatment received, if any. The issue was not resolved with troubleshooting. No further info has been reported.